Event description:
Additional information was received from a company representative. The model and lot number of the catheter was clarified. The catheter was checked in radiology via pump catheter access point on 2024-jul-28, and no anomalies detected. The physician suspected that a possible kink had resolved on its own.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#: 0215101566, implanted: on (B)(6) 2018, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient experienced an increase in their pain level since (B)(6) 2024 without any obvious reason.  The bolus via the personal therapy manager (model 8835) seemed to work, and there were no alarms show but there is no real pain relief.  There were no known factors that would explain a sudden loss of therapy.  The last pump refill occurred on (B)(6) 2024 and the next refill will occur (B)(6) 2024.  The patient was referred back to the hospital to have the pump checked.  Since the physician was on holiday, a local company representative was involved to see if a solution could be provided. Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) on 2024-aug-14. It was reported that the catheter was checked in radiology via pump catheter access point on (B)(6) 2024 and no anomalies were detected. The cause of the increased pain remained unclear and could not be determined. The hcp suspected a catheter kink. The patient was scheduled for follow up appointment one week later. The issue was resolved. At the patient's follow up appointment, the patient said the therapy worked fine and their pain level was reduced and was as before the event. The devices remain implanted and in use. The patient's gender, age, and weight were not revealed due to confidentiality reasons. The model and serial number of the pump are unknown. The initial reporter information was provided.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# unknown. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.